Event description:
It was reported that the drill portion of the drill was bent and thus cannot be used. The connection of the patella clamp to the drill guide pieces was broken and they could not be attached to the clamp. It was neither used on a patient and they were both being sent back to depuy. There was no delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was returned. After physical review, no broken components were identified, however, it was identified that the coil spring fell apart from the device, therefore the unable to assemble allegation can be confirmed as based on this condition, the device is not functional. Additionally, the spring presents slight deformation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the lot: a1007 is not a valid finished goods lot number, therefore, a manufacturing records evaluation (mre) was not performed.